Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction recurs.